Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and no anomalies were noted to the device. An in house presto inflation device was used to inflate the device and water was noted to be leaking from the balloon. Per the reported event details, the user punctured the balloon with a needle. Therefore the rupture is determined to be an incidental finding. The balloon fibers were stripped and the balloon material was cut to examine the inflation/deflation port. The glue bullet was noted to be withdrawn into the outer lumen, and was noted to be blocking the inflation/deflation port. Therefore, the investigation is confirmed for the reported deflation issue, as the glue bullet was noted to be withdrawn into the outer lumen, and was noted to be blocking the inflation/deflation port. The definitive root cause for the deflation issue could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon allegedly had deflation issues. The physician allegedly attempted to pull/push on the syringe in effort to deflate the balloon. These attempts were unsuccessful. The physician used a percutaneous needle to puncture the balloon. Once deflated, the balloon was successfully removed from the patient and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon allegedly had deflation issues. The physician allegedly attempted to pull/push on the syringe in effort to deflate the balloon. These attempts were unsuccessful. The physician used a percutaneous needle to puncture the balloon. Once deflated, the balloon was successfully removed from the patient and the procedure was completed. There was no reported patient injury.